Event description:
During a tuna procedure, they were unable to retract the needles of the cartridge. The cartridge was removed from the pt with the needles fully extended. The procedure was completed using another cartridge. No injury to the pt was reported an no treatment interventions were required.